Manufacturer narrative:
Based on additional information received, this event is no longer considered a serious injury.

Event description:
Additional information received indicates the scabbing resolved while undergoing facial toning with no permanent scarring.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was scabbing on the patient's cheek and jaw post treatment. It is unknown what the highest energy level was used during treatment. Reportedly the treatment tip was inspected prior to use and there was nothing wrong with the tip.

Manufacturer narrative:
(B)(4).